Event description:
A physician reported that an ophthalmic operating console exhibited loss of torsional phacoemulsification power during a cataract surgery. The sysyem was restarted and the fluidics management system and handpiece wad changed. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative did not test the system. However, there were five (5) surgeries observed during the visit. There were no issues and found no relevant system message in the event log at the time. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system did not display system messages during the case and there were no issues (relevant to the reported event), which occurred during the case observations. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).